Manufacturer narrative:
Analysis confirmed the reported backup operation. The device image revealed hardware error code reset, the cause of the error is consistent with anomalies associated with firmware upgrade procedure. After a download was successful normal function ensued. All testing revealed normal device characteristics.

Event description:
It was reported that prior to implant, upon interrogation, the pulse generator exhibited backup vvi mode. The device was not used and a substitute was issued to the physician. The device did not come into contact with the patient.